Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the gas inlet valve solenoid and the inspiratory flow valve. No further information is available.

Event description:
The hospital reported that, during a case, the clinician switched to mechanical mode, and the ventilator did not start. The clinician reportedly toggled back and forth between manual and mechanical mode and the ventilator started. The case was completed with no further reported complaint. There was no reported patient injury.